Event description:
The customer reported a patient developed a potential deep tissue injury (pdti) with use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a patient developed a potential deep tissue injury (pdti) with use of the progressa bed. The patient in this event was a 55-year-old male weighing 72 kg and measuring 1.84 m in height. The patient was flu positive and was intubated/ventilated. On (B)(6) 2022, the patient was discharged to a different trust-critical care for high patient acuity. A purpose t pressure ulcer risk assessment was performed at the time of the original admission to the ICU and the score was ¿amber¿. A pdti with moisture element was noted on the patient¿s sacrum prior to the patient being on the progressa bed. On (B)(6) 2022, the patient was ¿repatriated¿. On (B)(6) 2022, the patient¿s skin condition deteriorated despite being turned every 2 hours while on the progressa bed. Inotropic support was discontinued that same day. The tissue viability nurse (tvn) was consulted; however, the outcome of the assessment was not provided, and no medical treatment was reported. Hospital supplied sheets were used in addition to incontinence pads. Although no malfunction of the bed was reported, the customer alleged the progressa bed contributed to the deterioration of the pdti. Customer response is pending regarding outcome of the tvn assessment, if medical treatment was required, original date of admission to the ICU, and status of the pdti. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. In this event, there was no report of medical intervention required at the time of the initial report. Additionally, as of this writing, the outcome of the tvn assessment is pending and there is no confirmation the dti has resolved, therefore, is considered a serious injury for the reasons stated above. Furthermore, an inspection of the device is pending, and a device malfunction cannot be ruled out at this time. 11jan2023, clinical evaluation update. The following additional information was received from the customer: the pdti pressure damage is ongoing. The patient was initially admitted to the ICU g30 on the (B)(6) 2022 and required transfer to another critical care due to increased patient/critical care bed capacity. When it was possible, the patient was transferred back to pinderfields hospital on (B)(6) 2022. Due to current high patient acuity, it is not possible to access the bedframes/mattresses. It was reported that the patient developed an additional pdti to the back of his head while at another hospital and it was unknown what type of bed the patient was on at the time. After the tvn assessment was performed, a kerrapro pressure distributing gel pad was applied to the back of the patient's head and the patient's limbs were off-loaded. As of this writing, the pdti is ongoing, therefore, is considered a serious injury for the reasons stated above. Furthermore, an inspection of the device is pending, and a device malfunction cannot be ruled out at this time. 19jan2023 clinical evaluation update: multiple attempts by hillrom to gain access to the progressa bed to perform an inspection have been unsuccessful and a device malfunction cannot be ruled out at this time. Additionally, the pdti was considered ongoing as of the last communication with the customer and no further update had been received at the time of this writing; the pdti is considered a serious injury for the reasons stated above. Should additional information become available, the complaint will be reassessed.